Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the atg45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended.

Event description:
It was reported by the affiliate that during an unknown procedure, the device could not be fired at the 5th firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The 5th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near the staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing with the higher force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.